Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study evaluated 120 patients who underwent robotic distal pancreatectomy between september 2019 and november 2023. A signia stapler with a black reinforced reload was used to divide the pancreas. Complications included postoperative hemorrhage and postoperative pancreatic fistula was found on ten patients. Laparotomy due to postoperative hemorrhagewas required in 3 patients. Interventions for pancreatic fistula were not reported. From open to robotic distal pancreatectomy: the learning curve and mastering benchmark outcomes in a scandinavian high-volume center: paul s. Krohn, langenbeck's archives of surgery, 2025.